Event description:
It was reported that the home patient (hp) had a system error 2367 on the homechoice (hc) during cycle five, while the hp was connected. The technical service representative (tsr) reviewed the alarm log with the caller and explained the alarm. The hp turned the machine off. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.